Event description:
This report is being submitted for correction.

Manufacturer narrative:
This report is being submitted for correction. Information regarding related complaints was inadvertently missed on initial report. The initial MDR is related to patient identifiers: (B)(6) and (B)(6) .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches on the electrical contacts of the video connector indicate that contact failure may occur when the otv-s400 is connected. The connection failure at the video connector-electrical contact may have prevented normal communication, possibly resulting in error e223, which indicates a communication failure. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented e223 error message during preparation for use for a therapeutic procedure. It was reported that there were unknown number of e223 occurrences. When the video connector was cleaned, there were no problems and the device could be used for the procedure as is. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device presented e223 error message during preparation for use for a therapeutic procedure. It was reported that there were unknown number of e223 occurrences. When the video connector was cleaned, there were no problems and the device could be used for the procedure as is. The procedure was completed using the same set of equipment. There were no reports of patient harm.